Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the escape button was unresponsive for the past two weeks. It was reported the button had to be pressed several times to enable a response. The mother also reported a motor error alarm occurring during a bolus. Customer's blood glucose was 109 mg/dl. The mother stated the drive support cap appeared to be normal. The mother declined to complete troubleshooting for the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother declined to return the product for analysis.